Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.73ng/ml was obtained. The accu tni result was reported out of the lab. On the same day, the customer collected a fresh sample from the patient and tested for accu tni; the result was 0.02ng/ml. The customer then re-centrifuged both samples and re-tested for accu tni and obtained 2 results of 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks were within specifications prior to and after the event, except for a quantity not sufficient part for the system check performed before the event. The specimens were collected in lithium heparin tubes and centrifuged at 3,500 rpm for 10 minutes. The customer stated that sample a was a short draw. There were no flags associated with accu tni results. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed a minor preventive maintenance (pm) to the instrument which was due. The fse ran diagnostic testing and results passed within specifications. The fse verified the instrument per established procedures. Pre-analytical sample handling may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.